Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophagogastroduodenoscopy (egd).according to the complainant, during the procedure, they attempted to deploy a band however, two bands deployed at the same time. The case was completed with this device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.